Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter: not working with syringe or infusion set. When did the incident occur? During use. Additional information received from the customer: was the device being used in/on patient when the issue occurred? Yes. Was patient or user harmed? If yes, please explain. There was no mention about any harms, when I asked at phone. The provided batch number [25025415] was not found for material number [mz1000]. Could you please provide the catalogue number of the defective product? The customer did not know the answer. Please specify what is meant by "not working with syringe or infusion set"? Was there a fluid blockage, unable to connect with other products etc? Doctor was connected maxzero with b.braun extension set and after that the fluid did not flow. They try to connect maxzero also with syringe but the fluid did not flow either that way. Please confirm the number of products affected? 4 pieces. Please confirm the lot number(s)? 25025415. Please confirm how the fault was identified? There was 2 people, whose try to get maxzero working. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? During infusion, beginning of the infusion. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Infusion line entry point to patient. Please confirm the make and model of the connecting product(s)? B.braun extension set. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? Don't know. Please confirm what substance was being infused during the time of the event? Don't know.

Manufacturer narrative:
Three mz1000 samples were received without packaging for investigation. A b. Braun extension set with clear residual fluid throughout was also returned as a connecting product to aid the investigation. The customer reported that the affected sample was from lot 25025415 and that it was "not working with syringe or infusion set". A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The components were further subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and no restriction or occlusion of flow was observed. However, when connected to the returned b. Braun set, slow flow was observed. Additional testing was performed on the returned samples with other products from bd stock. It was observed that two of the returned samples exhibited reduced flow when connected to fixed male luer products from bd stock, compared with the same samples tested using rotating male luers. The details of this feedback were forwarded to the manufacturing site and the supplier of the maxzero piston for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; the investigation included analysis of the piston of the affected component, it was identified that the components were within specification. However, in order to confirm the root cause of the customer's experience of occlusion, further investigation will be performed by the manufacturing plant and the supplier of the piston in order to reduce such instances during future production. A review of the production records for lot 25025415 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. Please note, since the manufacture of the affected product, the moulding of the piston has been transferred to an alternative manufacturing facility; to date, no similar reports have been received from production from this facility. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.

Event description:
No additional information.